Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The sheath was covering the taper end of the membrane. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed at approximately 75.7cm from the iab tip. Additionally, a broken inner lumen was also observed at approximately 27.2cm from the iab tip.the technician attempted to insert a 0.025¿ guidewire through the inner lumen and resistance was felt at the catheter tubing/inner lumen kink location.an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing was performed and a leak was detected at the inner lumen break site.the break found in the inner lumen appears to have been the result of a severe kink, which eventually failed allowing a blood and/or gas leakage, causing the reported problem. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event.reference complaint # (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the console generated a gas leak alarm. While troubleshooting, the customer noticed blood in the catheter extender tubing. Therapy was stopped and the iab was removed without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint#: (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the console generated a gas leak alarm. While troubleshooting, the customer noticed blood in the catheter extender tubing. Therapy was stopped and the iab was removed without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site: (B)(6). The device has been returned to the manufacturer and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the catheter extender tubing. Therapy was stopped and the iab was removed without issue. There was no patient harm or adverse event reported.